Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the patient's common bile duct. According to the complainant, during the procedure, the cautery would not work. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a hydratome rx 49 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the patient's common bile duct. According to the complainant, during the procedure, the cautery would not work. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted. A functional evaluation was performed that tested the electrical resistivity, the resistance is 16.71ohms, the device is within specifications. The device functioned as intended with respect to electrical functionality. Although the investigation was unable to confirm the reported complaint that the device failed to deliver current, it is possible that anatomical/procedural factors may have contributed to the event. Therefore, the most probable root cause classification is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result codes: although the full investigation did not confirm that the device failed to deliver current, the result - stress problem is being used to capture the twisted working length.